Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient underwent a right total hip arthroplasty on an unknown date. Subsequently, the patient was revised (B)(6) 2015 due to wear.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿

Event description:
It was reported a patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient will undergo a revision on an unknown date to replace the poly liner due to wear.